Event description:
A dentist uses the wand, a computer-controlled local anesthetic delivery system. Recent re-orders of the handpiece are labeled as "wand plus" indicating the handpiece is new, improved or different from previous shipments. The handpiece is the holder for the cartridge that contains the novocaine. The problem reported involves the use of monoject needles. Instructions for use for monoject needles are to "twist to resist". Dentist reported that if the operator does not twist tightly enough to form a seal, it is possible to inject air. Dentist has had to abort procedures due to this problem. Called milestone scientific who did agree that there was a problem with their instructions. No injuries.